Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; acetaminophen, advair, albuterol, calcium gluconate, cefazolin, clonazepam, famotidine, fentanyl, fluticasone, hydralazine, hydrocodone, hydromorphone injection, lactic acid, labetalol injection, lidocaine patch, naloxone, nebulizer, oxycodone roxicet, salmeterol and sodium chloride. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of an acute ruptured complicated type b aortic dissection with a conformable gore® tag® thoracic endoprosthesis. Reportedly, the left subclavian artery (lsa) was intentionally covered during the index procedure. It was reported the 49 cm length dissection involved the superior mesenteric artery, right renal artery and the inferior mesenteric artery which were noted to be perfused by the true lumen. The dissection also involved the left renal artery which was reported to be perfused by the false lumen, and the left subclavian artery and the left and right common iliac arteries which were all reported to be perfused by both the true and false lumens. Further, evidence of dissection complications included: hemodynamic evidence of hypo-perfusion of the mesenteric bed, evidence of renal malperfusion with abnormal renal function and evidence of compromised renal artery blood flow; lower extremity malperfusion with lower extremity pain, pallor, paresthesia and paralysis; spinal cord malperfusion with altered motor and sensory functions of the bilateral lower extremities. Post-operatively, it was reported the patient experienced bilateral lower extremity paresthesia. Reportedly, no adjunctive procedures were performed to prevent paraplegia. The cause of the paresthesia was reported to have been related to reperfusion after endovascular repair of the dissection and not due to a pre-existing condition. Final angiography reportedly confirmed delivery of the device into the true lumen. No issues with the implanted device were reported and the patient tolerated procedure. The treatment protocol for the paresthesia was reported to have consisted of prolonged hospitalization and outpatient physical therapy.